Manufacturer narrative:
The device was returned to zoll medical china; the customer's report was observed and attributed to a faulty integrated circuit on the smart pneumatic module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal communication failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.